Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to swap the latch. A field service engineer found that the latch was the problem and later they swapped the drawer latch. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was unable to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.